Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: did the reported issue contribute to any patient adverse consequences? What is the current status of the patient? Quantity of blood loss? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent an open reduction and internal fixation of ulnar and radial shaft fracture procedure on (B)(6) 2025 and bone wax was used. During the procedure, the bone wax was unable to stick to stop bleeding. After filling and pressing the bone wax, the bone wax could not effectively adhere to the bone surface, resulting in fragmentation and detachment, and could not form a closed hemostatic layer, which failed to stop bleeding. Changed another one to continue the surgery. This resulted in a 25 minute hemostasis time and an increase of 100ml in intraoperative bleeding compared to expectations. Finally, gelatin sponge combined with electrocoagulation hemostasis was used to complete the hemostasis. Additional information was requested.